Event description:
It was reported that the user performed a meal announcement on the ilet bionic pancreas without eating to confirm insulin delivery and questioned why they had gone through approximately 73 units of insulin, with a blood glucose of 167 mg/dl; this reflects an improper method/use of the device user interface. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified in which the system delivered insulin per design while basal algorithms worked to stabilize glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.